Event description:
It was reported that the drain broke and refracted into the knee when trying to remove it two days status post knee replacement. A right knee arthrotomy for the removal of the retained drain portion with wound irrigation and debridement was performed. No other info could be provided by the facility.

Manufacturer narrative:
No sample was returned for evaluation. Internal rejects records for the past 24 months were reviewed finding no anomalies to be documented. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through the drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B) (4).